Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was a failure of the temperature sensor for the light emitting device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the halogen light source did not light when powered on. The issue was found during preparation for use for a diagnostic intrauterine examination, which was cancelled as a result. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since there is no shipping history (DHR cannot be found). However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to thermal fuse failure. Olympus will continue to monitor field performance for this device.